Event description:
It was reported that during system implant testing the patient was put into ventricular fibrillation (vf) and could not be successfully cardioverted by the subcutaneous defibrillation lead. As a result, the patient needed to be externally cardioverted in order to terminate the prolonged vf episode. A transvenous device and lead system was implanted successfully the following day. The patient had been enrolled in the acute subcutaneous (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).